Manufacturer narrative:
Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was powered on and communicating normally, then when they went to verify instruments they lost connection to the axiem. Emitter details showed instruments flickering in and out. Rebooting the system resolved the issue. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated initial reporter information.

Manufacturer narrative:
The previous report, (B)(4), was sent with the incorrect aware date. The date that the serial number was received was 2019-02-07. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Serial number updated.